Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus life support cannula, it was reported that there was an insertion/removal issue. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the catheter was put into the pulmonary artery (pa) position and the obturator would not come out. The customer stated that the device was a life support flex xl, however they did not know the french (fr) size. Medtronic received additional information that the cannula was used in an extra corporeal membrane oxygenation (ECMO) procedure.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The introducer was inserted/removed several times with no issues noted. The cannula ID and introducer od were measured using a keyence scope with the following results. Cannula ID was measured to be 0.202 inches, the specification has the ID to be 0.194 to 0.202 inches. Introducer od was measured to be 0.205 inches, the specification has the od to be 0.206 +/- 0.003 inches. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.